Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) to the superficial femoral artery (sfa), the stent of the smart control (c06100mj) was accidentally released during advancement before it reached the target lesion although it was in the locked position. The stent was completely retrieved from the patient. There was no resistance encountered during advancement. The vessel was highly calcified, moderately tortuous, and contained cto (total chronic occlusion) 100% stenosed. There was no adverse consequences to the female patient. The product will be returned.